Manufacturer narrative:
D3: mfg. Establishment name updated. H3: a photo of the device was provided. A review of the photo provided did not display any contamination. No device was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the custom trach had mold on it and could not be used. The trach was never opened. There was no patient involvement, and no patient harm/adverse event reported.